Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was approximately 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.